Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the tightening knob has broken inside of the back cane.